Event description:
Dentist office called, stated the patient called them on monday ((B)(6) 2015) and said when she woke up after her second night of consecutive at home whitening ((B)(6) 2015), her bottom lip was swollen, and she had sores along the inside of her mouth. Dentist advised the patient to discontinue use of the kor desensitizer on monday, after the patient first called in. The patient called in again on ((B)(6) 2016) and said that the swelling and sores have not really improved since friday. Evolve staff informed office to advise the patient to see her general practitioner to help with the symptoms. After several attempts, was able to follow-up with dentist office on (B)(6) 2015, they reported that after advising the patient to discontinue using the kor desensitizer, the patient's symptoms subsided and completely disappeared in less than two weeks. The patient no longer has any interest in continuing with any teeth whitening.

Manufacturer narrative:
Likely allergic reaction to the hema in the desensitizer.